Event description:
During an interventional procedure, it was noted that the 7f hf diagnostic pigtail catheter split lengthwise at the curve when guide wire was introduced. The guide wire exited the catheter at the split. The split was not noticed during flushing. There was no patient injury.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will submitted upon 30 days of receipt. See scanned page.